Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since yesterday the pt started receiving the reposition antenna message; pt was no longer able to charge their implant. Pt last charged their implant probably a week or two ago. During call pt verified there was no damage to the recharger (insr) antenna cord. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt called back from number in phone 2 re-reporting information previously documented in this case. Pt said they received the antenna replacement, however they were still seeing the reposition antenna screen when trying to recharge. Pt said they probably last recharged their ins about 2 months ago. Pt did not have a programmer to confirmed the charge on their ins. Patient services (pss) sent email to reps for further assistance and pt said they were going to call nurse or rep. The manufacturer representative (rep) reported additional information that the cause of the reposition antenna screen/inability to charge the implant was that the battery was completely depleted and needed a trickle charge. A trickle charge was performed on (B)(6) 2022, and the issue was resolved. It was also reported the patient got a new implant on (B)(6) 2022. The manufacturer representative (rep) reported that the cause of the patient getting a new implant was due to the overdischarge and battery depleting too quickly of their previous implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had the explanted device discarded.